Event description:
It was reported that the manufacturer's representative (rep) was at a normal end of life replacement yesterday. Post-op, the rep stated they turned on therapy with their tablet but was between multiple rooms. When the patient got home, they were frustrated that therapy was not on. The caller was not with the patient. It could not be confirmed if patient did anything to turn therapy off. The patient also called and reported that the left side of the patient's body was in 9 hours of "horrible pain" yesterday after their implant was implanted (on the left side of their body). The patient also mentioned that they were "a little fuzzy" when they came out of surgery. After 9 hours of pain, the patient realized (while they were at home) that the rep had turned therapy off for their right ins, which provides therapy for the left side of their body. It was unclear if therapy for the right ins was turned off before or after the implant surgery. The patient confirmed that they turned therapy back on for the right ins, and their symptoms resolved. The patient added that the rep wanted to change the programming for the newly implanted ins. As a result, the patient stated that they will need to go to their healthcare provider in denver to make sure the therapy settings are correct for the newly implanted ins. The patient confirmed that they were not experiencing any therapy issue at the time of the call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep), and was confirmed by the healthcare provider. It was reported that the cause of the therapy being off was the rep assumed the patient turned off the device themselves.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.